Event description:
It was reported that the atrial lead threshold had increased and became high a few days after implant. The lead also exhibited lack of capture at maximum output and far-field r-wave oversensing was observed. Reprogramming was done. An x-ray is scheduled to determine if it is dislodged and the atrial lead remains in use. The left ventricular (lv) lead threshold also increased and became high since implant. The lv lead was also reprogrammed and remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2021 it was further reported that the right atrial (ra) lead and lv lead were confirmed to be dislodged via x-ray. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was observed migrating in the device pocket causing the slack of the leads to be pulled out. A procedure was performed to revise the ra and lv leads. The crt-d remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.